Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed bruising underneath the electrodes described as dark spots. The patient's physician advised the patient to stay cool and not go out in the sun. Follow-up indicated that the bruising had improved.